Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the infusion set and cartridge, with a highest glucose of 413 mg/dl for approximately four hours and alerts for glucose above 300 mg/dl for over 90 minutes; troubleshooting identified that the infusion set connector was not fully tightened, and after correcting the connection the glucose decreased to 136 mg/dl and continued to decline. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no need for assistance. Investigation included guided troubleshooting and education focused on the infusion site and tubing integrity. Investigation of this case revealed an incorrectly secured infusion set connection consistent with an infusion set deployment or connector attachment issue resulting in insufficient insulin delivery and high glucose. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling of the infusion set connection.